Manufacturer narrative:
The device with the lens was returned with the removed plunger loose in the product carton. The plunger lock and lens stop have been removed. Viscoelastic was observed in the device. The lens was still in the loading area and showed no signs of advancement. The device tip anterior was bent backward as if placed against a hard surface. The plunger was evaluated. The plunger flexible anterior tip showed evidence consistent with advancement into the body of the device. No plunger abnormalities were observed. The plunger was reinserted inside the barrel and advanced to the start position. The plunger did not appear loose once it was reinserted into the device. All product and batch history records are quality reviewed prior to product release. A qualified viscoelastic was indicated. The root cause could not be determined for the reported complaint. Based on the lens position in the loading area, and the evidence observed on the plunger tip consistent with forward motion through a device, this may indicate a plunger override occurred with the lens in the loading area. This may have been interpreted as the complaint. The plunger was removed from the device when returned. No plunger anomalies were observed. The plunger was reinserted to the before use position. The plunger was secure at this position. It is unknown if the plunger was inadvertently retracted. There are no other complaints in this lot. Investigation has been completed based on current information. Based on our current tracking, there are no adverse trends for this reported complaint. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant surgery, the surgeon tried to deploy lens and it did not deploy. The reporter confirmed that the syringe was defective. No patient harm. No further information is expected.